Event description:
Additional information reported by a field representative (rep) indicated that the left ventricular (lv) lead had perforated through the myocardium and was identified by the rep, during the implant procedure. This required an additional surgery to remove and replace the lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was implanted and then explanted and replaced 2 weeks later, due to an issue. The right atrial (ra) lead, right ventricular (rv) lead, and cardiac resynchronization therapy defibrillator (crt-d) remain implanted. No additional adverse patient effects were reported.